Manufacturer narrative:
(B)(6).

Event description:
It was reported wand fell apart into several parts in the patient during surgery. As per report, all pieces seemed to have been recovered from the patient. A backup device was available to complete the procedure, no patient injuries were reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal wear with dried tissue/blood present under the screen. There are scuff marks present on the spacer and damage to the black shrink tube near the tip of the device. There were two (2) small black pieces returned with the device which is consistent with the black shrink tube. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and saline did not flow through-out the line. There was an attempt to backflush the device; however, due to the significant amount of dried blood/tissue under the screen, suction could not be restored. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. It is also possible that the shaft came into contact with a sharp object that may cause this type of failure to the black shrink tube. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.